Manufacturer narrative:
Additional information provided in d.4. And h.3. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens (iol) implantation patient had experienced refractive surprise and also had swelling. It was further clarified that the swelling had gone away post surgery. The lens rotated in the eye between their 1 day and 1 week post-operative. The patient¿s angle kappa value was very high and the lens had tilted in the eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).